Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "after anesthesia, the patient was catheterized by right deep vein puncture, and after catheter placement, the patient's invasive arterial blood pressure appeared to drop significantly, from 115/59 mmhg to 52/35 mmhg, and the patient's blood pressure rose with repeated multiple intravenous pushes of epinephrine at 10ug/ml, and subcutaneous injections of epinephrine at 0.3 mg into the left shoulder, and the patient repeatedly developed recurrent intractable hypotension. The catheter was removed and replaced with another brand of deep venous catheter." Additional information was requested from the customer, no additional information is available at this time.

Event description:
It was reported, "after anesthesia, the patient was catheterized by right deep vein puncture, and after catheter placement, the patient's invasive arterial blood pressure appeared to drop significantly, from 115/59 mmhg to 52/35 mmhg, and the patient's blood pressure rose with repeated multiple intravenous pushes of epinephrine at 10ug/ml, and subcutaneous injections of epinephrine at 0.3 mg into the left shoulder, and the patient repeatedly developed recurrent intractable hypotension. The catheter was removed and replaced with another brand of deep venous catheter." Additional information was requested from the customer, no additional information is available at this time.

Manufacturer narrative:
(B)(4).